Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to headaches and tmj.

Event description:
Patient reported the following: I would also like to talk to someone about my treatment because the aligners are giving me headaches and I don't feel like my teeth are aligned when I bite down..in regard to my headaches, yes, it is indeed sharp pain on the left side. I even went to the hospital for a couple of days because of it. I got a bad one end of april.